Event description:
Covidien ligasure maryland was used for a laparoscopic appendectomy. Shortly after starting the case, the device stopped working and was then replaced with a new one, that worked without issue for the remainder of the case.